Event description:
Kimberly-clark received a report stating, ¿nurse reports the pilot line on the endotracheal tube came off. The infant was not extubated. The medical doctor continued to use the cuffless tube. The was no patient injury or further incident with the cuffless tube. The respiratory therapist discarded the tube after use." (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.